Manufacturer narrative:
Pt weight: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Evaluation of the returned product found the lens optic torn and a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - this complaint file states that the lens "went into the eye upside down /turned upside down while being inserted in the eye". There is no information to determine if there was any malfunction of the inserter, but a work-order search showed no similar complaints. There is no information to determine whether misplacement of the lens was due to improper lens loading or surgeon handling either. The lens was changed to a smaller size icl intraoperatively. The haptic flange was very likely severed, and the optic torn, during explantation. There is no information in the report about the damage. A review of the device history record was performed and nothing was found in the manufacturing and packaging processes that could be identified as the cause of this complaint. The cause of the lens to not unfold correctly, is possibly due to improper loading or handling practices in the operating room. Based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a possible cause of the event was due to improper loading or handling practices in the operating room (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens but the lens turned upside down in the patient's eye. The lens was removed with no patient injury. The surgeon decided at that time, not to use the backup lens (13.2mm), as he felt this size was too big for the patient's eye. They had a 12.6mm icl lens in stock, so this lens was implanted and the problem was resolved. The initial lens insertion, removal and exchange were performed within the same surgery.